Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he was unable to bolus with the insulin pump and he had no received any alerts. The customer also mentioned the display had a full black circle. The customer's blood glucose level was unknown. The customer was unable to complete troubleshooting but said would call back later. Nothing was replaced or returned.